Manufacturer narrative:
Evaluation codes: results (other) - evaluation of the returned product revealed the unit did not power up with new batteries. The unit does power up with an external power supply and passes all functional tests. Visual findings revealed one of the case screws is missing. There is rust on the case screws and the magnet plate. Additionally the case does not sit flush and the battery springs are bent. Note: instructions for use warning: the posey sitter select is an electronic device. Store the alarm in a secure place, so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. Take care when installing new batteries. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. (B)(4).

Event description:
Customer reported that the alarm has no power. The batteries have been replaced with a new supply. No visible damage to the outside of the alarm reported. There was no patient incident or injury reported.